Manufacturer narrative:
Continuation of d10:concomitant products c4tr01 crt-p implanted: (B)(6) 2017, 5071-53 lead implanted: (B)(6) 2017, 1488t lead implanted: (B)(6) 2004   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a pocket infection and erosion. The cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead were explanted, and the left ventricular (lv) epicardial leads were partially explanted. A temporary pacing lead was implanted, and a leadless implantable pulse generator (ipg) was later implanted. No further patient complications have been reported as a result of this event.